Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user was unable to authenticate, error message appeared. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist (tss) logged into the station and found user getting error message as " unable to authenticate ", checked the user roles and the details, user account still active and not locked, ID assigned to correct domain and checked on the station with user ID provided. The tss advised the user to complete the fingerprint registration to get logged into the station. The tss confirmed with the customer that the user could access the station and the system was not upgraded to a new version yet. The tss informed the customer to ask their hospital information technology team to update the user record along with a new password on the server. Tss also informed the customer to confirm if there was a new password policy with their hospital information technology team. The system functioned as intended after the technical support specialist troubleshot the device.